Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was successfully fixed by screwing the helix into the tissue. After taking measurements, the physician attempted to retract the helix, but it could not be removed. It was the physician's opinion, that the helix had possibly been deformed when the helix was pulled, while it was turned counterclockwise. In addition, the physician commented that the lead seemed twisted because the lead body was turned for approximately 30 minutes. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.